Manufacturer narrative:
Approximate age of the device - 6 years, 7 months. The explanted device will be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted due to black urine. An echocardiogram showed the aortic valve opening at the pump speed on 11000 rpm and the left ventricle diameter was 73 mm. The pump speed was increased to 13000 rpm and the aortic valve still opening and left ventricle diameter was at 71mm. Lactate dehydrogenase was approximately at 3723 u/l (at patient admission) and the plasmatic hemoglobin was at 2.8 g/dl and 8.5 g/dl. On (B)(6) 2018, the patient underwent a pump exchange to another lvad due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. Evaluation of returned pump could not confirm the presence of thrombus. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Log file evaluation did not reveal any atypical events and showed the device operating as intended. The heartmate ii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the heartmate ii lvas. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.